Event description:
It was reported that post op a laparoscopic adjustable band procedure, the port was disconnected from the tubing but still attached to the fascia. The tubing was 1.5cm superior to the port. The tubing was reconnected without any pt complication.

Manufacturer narrative:
(B)(4). Device was not returned for eval. Device remains implanted / port reconnected.